Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer also reported that they sometimes use cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer¿s blood glucose level was ranging from 64-142 mg/dl.